Event description:
Breast implants illness: causing chronic illness, autoimmune, crohn's, ibs, weight loss, fatigue, shortness of breath, brain fog, insomnia and exhaustion, headaches, stiff joint, muscle pain, sensitive to sound, dry skin, no libido, hair loss, breast pain, swollen lymph nodes.